Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the pump was returned to animas and evaluated on 18-oct-2018 with the following findings: the pump¿s code was downloaded and analyzed. A slave processor failure was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.